Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer was able to clear the alarm and resume insulin delivery. Additionally, it was reported that the customer received an occlusion alarm. Customer changed all supplies to resolve the occlusion. The customer's blood glucose (bg) level was elevated, however an exact value was not provided. The customer administered manual injections. Over the next few days, due to insulin stacking after correcting the occlusion, the customer's bg level dropped, ranging from 46-60 mg/dl. The customer consumed food and juice to address their bg. After treating their low bg, the customer's blood glucose elevated to 330 mg/dl. The customer administered a manual injection, and it was reported their bg settled back to "target". Reportedly, the customer has manual injections available as alternate insulin therapy.